Event description:
It was reported that the patient's generator rotates up when the patient turns her shoulder a certain way. Diagnostics are all okay and the patient feels stimulation like normal. The patient's seizures are well-controlled, but the patient would like to meet with a surgeon to possibly place the generator in a different location, under the muscle, to keep it from rotating when she moves her arm. Attempts for further information have been unsuccessful to date.